Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), h3: product analysis (s/n: (B)(6): the customer's reason for return could not be confirmed. There was no fault was found with the device. H3: product analysis (s/n: (B)(6): the customer's reason for return could not verified and no fault was found with the device. H3: product analysis (s/n: (B)(6): the customer's reason for return could not be confirmed. The fuse decal was worn. Manufacturing date for (s/n: (B)(6): 2024-10-15 manufacturing date for (s/n: (B)(6): 2024-10-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had kept giving variable signal on our first and last case. The middle case we believe might've been a probe issue. The customer did not suspect it during the first case. There was a new arrhythmia that was briefly narrow complex tachycardia then would stop for about 3 to r beats then return. Anesthesia and cardiology not certain what this was, the case canceled. Second case, after induction, this started again prior to incision. Then turned nim on and off and the abnormal reading returned to normal when nim off and abnormal when nim on. Then switched to nervana and used that for the case and did not have that issue. There was no known patient impact.